Event description:
It was reported that a patient had a right total knee arthroplasty on an unknown date followed by a revision due to instability where a zimmer biomet product was implanted. Approximately 7 years post-implantation, the patient underwent another right knee revision due to pain, 3 degrees of hyperextension and global instability in extension, mid flexion, and at 90 degrees in flexion. The poly was upsized to a 20mm condylar constrained knee and all other components were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00111214001 - palacos r 1x40 single - 85214571. 00599401792 - right size g cemented option femoral component femoral plastic cap must be removed prior to implantation - 63973516. 00598004701 - stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 64134389. 00599003710 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 5 mm augment with screw - 00599003710. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.